Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus was inoperative. It was also indicated that multiple external components were damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer only intermittently recognizes the stylus. The stylus was replaced but the issue was not resolved. The programmer was returned for service. There was no patient involvement.